Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The material deformation was confirmed. The failure to advance and difficult to remove from a stent could not be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent patient effect of tissue damage appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the circumflex coronary artery. Unspecified stents were implanted successfully in other arteries. The 2.5x23mm xience sierra stent delivery system (sds) was then advanced to the lesion but became caught with an unspecified stent that had been implanted 18 months prior to the current procedure. The sds was then withdrawn independently and resistance was noted with the previously implanted stent. When the xience sierra sds was withdrawn, it appeared that the previous stent implant might have been explanted as there may have been two stents. Outside the patient anatomy, it was noted that the xience sierra stent was completely unraveled and there appeared to be tissue on the stent. The physician stopped the procedure and no further intervention was performed. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.